Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. Re-processing information not provided.

Event description:
According to the reporter, the patient was having a laparoscopic cholecystectomy. The patient became unstable, the surgeon and anesthesia tried trouble-shooting and were unable to determine the cause, so the surgeon performed a laparotomy. It became apparent that there was bleeding in the peritoneum. Additional help was provided. After some time it was determined that the cause of the blood was the right iliac artery. The trocar that was used to enter the patient's abdominal cavity, the blade didn't retract as it was supposed to. After much intervention, the patient's condition stabilized, and the patient was transported to the neuro shock trauma unit (nstcu). The next day, the doctor reported that patient is stable in nstcu. However, he reported a device failure which caused harm to his patient. Unfortunately the or did not save the actual (trocar) device. Have any more information that I can give regarding about this event. I do not have any photos. I tried to find a device with the same lot number but we do not have any more of these. I was told by our operating room (o.r.) Staff this particular device is being phased out. Also my hospital risk department advised me not to disclose the name of the physician. I know this does not help your investigation. During these type of events staff do not think to save defective devices. -(B)(6)

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation involving a device subject to patient event reports captured under the following files: (B)(4). The review of the confirmed that the released lot meets all specifications. This evaluation was based on a medical review of all the data received from the site, a pmv review of manufacturing records, and a pmv review of complaint trends. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. A device failure was reported which caused harm to the patient. The IFU states failure to maintain appropriate pneumoperitoneum in abdominal procedures may reduce available free space, thereby impeding the advancement of the shield and increasing the risk of injury to internal structures.? The IFU also states the versaport v2 trocar is sharper than reusable trocars, and therefore , generally requires the application of less force for insertion. Exerting excessive force may reduce the user's control of the angle and the depth of insertion of the trocar tip, increasing the risk of injury to internal structures. Lastly, the IFU states, once entry has been made into free space in the abdominal or chest cavity, care must be taken not to rearm the trocar. If the compression (squeezing) of the handle assembly is stopped and then restarted, the shield will again be free to move back if sufficient force is applied against the front end of the shield. The trocar would then be rearmed in the penetration mode. Continued advancement of the exposed sharp linear blade at this point could cause injury to internal structures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.